Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia to 56 mg/dl after announcing a usual lunch but consuming less food than announced while using the insulin pump for glucose management. Symptoms included low blood glucose. Outcomes included self-treatment with oral carbohydrates (grapes and orange juice) with recovery to target range, without third-party assistance and without glucagon use. Investigation included complaint handling and user education. Investigation of this case revealed user-related contribution due to an incorrect meal size announcement relative to actual carbohydrate intake. It was concluded that the device functioned as designed and that incorrect meal announcement led to hypoglycemia, with risk mitigated through education on timing and accuracy of meal announcements.